Event description:
When the button was pressed to request a bolus pca dose, the pt reportedly rec'd "slight shock from the pt pendant cord". Risk manager states "it was a very slight shock with no residual adverse effect to the pt". The clinical engineering dept reports the pt pendant was frayed at the point where the cord enters the pendant jack. The pendant cord was replaced and the old, damaged cord was discarded. The device then performed all test procedures within spec and has subsequently been placed back into pt use.